Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 300 mg/dl. Reportedly, the customer's bg level had been elevated since changing the supplies earlier in the morning. The bg level was addressed with a bolus via the pump and a manual injection. A system check with tandem¿s technical support confirmed that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer would change the site and resume insulin delivery.